Event description:
It was reported that during spinal fusion surgery, an ardis peek cage fractured during insertion. There was no reported surgical delay or patient impact. Another cage was used to complete the procedure.